Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the product was found to be mislabelled. The double lumen endobronchial tube box swas marked "left" but inside was a right sided tube. This was discovered prior to pt use. No pt involvement.